Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed no damage to the pump. Functional testing involved accuracy testing and found the pump to be within manufacturing specification of +/- 6%. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump failed accuracy (-9.25%). No patient was involved in this event. No adverse effects were reported.